Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that ins has been doing this thing where it skips. Patient will have connection then it will go away, patient will lose it completely and when it comes back it will surprise the hell out of them. Patient further clarified that on occasion, patient will be standing still and the sensation of stim will completely go away, and if patient "shifts around", the stim will come back and startle patient. Patient confirmed sensation does not appear to be positional and no falls/trauma. Patient mentioned he changed programmer batteries thinking issue was result of pp. Patient was redirected to their hcp. No further complications were reported.